Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. It was reported that the ins was overdischarged. The rep stated that they have been running physician mode recharges (pmr) for 1.75 hours. They were not able to communicate normally with the battery, so the rep tried to do an antenna locate feature. The al yielded values of 36. The rep was going to follow up with the patient and attempt to continue charging the battery. The patient claimed they haven¿t charged the device in 3 months. The rep said the patient has never gotten good coupling and they usually only get 2-3 bars. The rep was able to feel the ins in the pocket but noted that it did move around a lot. The rep used a different recharger and was able to get an al range of 36-44 with an average around 44. The rep noted the healthcare provider (hcp) is going to have imaging done, but the results were not yet available. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the x-ray confirmed that the ins was not flipped. The patient was able to get a power on reset (por) message with physician mode recharges. The patient was only getting two coupling bars at best all week. The pocket looked fine, there was slight ins movement, but it was not enough to be an issue. The rep was able to get 8 coupling bars with the patient, and it eventually dropped to 6. The patient¿s recharger wouldn't give more than 2 coupling bars, but new ins recharger gave 6 to 8 bars. Rep would like to have the insr replaced rather than just the insr antenna. It was noted the patient didn¿t have a way to replace the insr antenna. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from representative (rep). Rep said the address was correct. The patient¿s recharger wouldn¿t give more than 2 coupling bars, but new ins recharger gave 6 to 8 bars. Rep would like to have the insr replaced rather than just the insr antenna. It was noted the patient didn¿t have a way to replace the insr antenna. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from follow up sent to them. The manufacturer representative reported that the patient will undergo an ins change in november. Whether or not the ins is moving is unclear; however the charging is inconsistent. Without any movement the ins charging will change from 8 bars to 2 bars. Ins had an overdischarge which made them unsure of cause of bar changes. The patient was able to fill ins using stimulation and topping off ins daily. With charging the ins it changes from 8-2 bars often. Patient's weight remains the dame. Information has been confirmed with the patient's physician.